Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2022-05137. Evaluation results: the device, batteries and ac power cable were returned to zoll canada for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and defib stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The lcd display, display cable and power cable were reseated as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.